Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the thread breaks abnormally, when simply handled with a suitable clamp and needle holder. The same issue happened with 3 devices from the same lot. Loss of time, need to use pneumatic tourniquet. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? As far as I know, there were no consequences other than a longer operating time. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The patient benefited from a loco-regional anesthesia, I do not know if there were nervous repercussions due to this extension of the operating time. How long (in minutes) did the surgery prolong? 10 minutes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to:2210968-2022-05446, 2210968-2022-05448.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one empty opened box, three sealed boxes and one open box with twelve packets each of product code 2793g were returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. In addition, the functional test was performed and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.